Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately twelve years later computed tomography revealed that the filter was tilted anteriorly with its cone lying on the wall of the inferior vena cava, possibly embedded. All the arms and legs of the filter have penetrated through the wall of the inferior vena cava. One of the arms has penetrated into the duodenum. One of the legs was in contact with the anterior periosteum of a vertebra concerning for being embedded. Perforation of several medial struts beyond the inferior vena cava wall measuring up to 2mm. Only 5 filter arms are seen. There should be 6 filter arms. 1 filter arm was missing implying that it was fractured and has migrated. The patient experiences abdominal pain. Therefore, the investigation is confirmed for filter tilt, filter limb detachment and perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately twelve years post filter deployment, a computed tomography (CT) scan revealed that the filter tilted, struts perforated and detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.